Manufacturer narrative:
A ge oec service representative investigated the issue and found the ps1 power supply voltage was below threshold and was adjusted to specification. The hard drive was also removed and replaced, in addition to the high voltage cable and interconnect cable. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported have uncommanded system reboots and slow functions.